Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine (unknown) (20 mg/ml at 7.7 mg/day) and bupivacaine (7.7 mg/ml at 5.7834 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient has had two motor stalls. The caller stated the patient has a device that removes fluid from a surgery (unrelated to the pump.) And he is concerned the device could have enough electromagnetic interference (emi) to cause the pump to stall. It was noted that the patient had good therapy and no symptoms.